Event description:
The patient reported, that he experienced his infusion set tubing separating at the luer lock connection. He stated, that he was aware of the recall and was checking per the recall instructions ,when he noticed the separation. The patient reported, that he immediately changed the infusion set tubing and did not experience any blood glucose concerns. The patient did not have the lot number or expiration date available at the time of the call. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.